Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Batch # (B)(4). Additional information received: did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were all tissue layers present in both donuts when inspected? Yes. The device cut through properly, but the staples were all malformed. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a radical gastrectomy procedure, the device was used to anastomose jejunum. The device was difficult to fire. The surgeon took more power than usual to fire it. There was no audible or tactile feedback. The staples were malformed with legs straight; the washer was not cut through. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported.